Event description:
Pacing impedance is greater than 3000 and there is no capture at max output. The shock impedance is still in range and the lead is sensing appropriately. Patient recalls having a fall over the weekend but it is unknown if that is the cause of the fracture. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.